Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. In addition, it was reported that an unspecified malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.